Event description:
A technician reported a case of epithelial ingrowth three months post lasik in the right eye. The doctor performed a flap lift and scrape. The ingrowth has resolved.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. The system history shows that the laser was verified successfully prior to the date of treatment. The root cause cannot be determined conclusively, because no log file review can be performed. (B)(4).